Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the camera head has been going in and out of connection and when it is bent a specific way, it loses connection.

Event description:
It was reported that the camera head has been going in and out of connection and when it is bent a specific way, it loses connection.

Manufacturer narrative:
Alleged failure: it was reported that the camera head has been going in and out of connection and when bent a specific way, it loses connection. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: the cable was the root cause of the issue. Failure mode is being monitored by the quality team. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.